Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an open heart surgery. During the surgery, the transducer generated a usacquisitionhw_0 error as soon as it was activated. The physician replaced the transducer to continue and complete the surgery. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer causing a acquisition 0 error. The transducer was returned, and an investigation was performed. Engineers were able to reproduce a acquisition 40 error, but not the aquisition 0 error, as reported by the customer. This issue was due to distal flex electrical short, which can cause system errors. In this case, improvements to the distal flex soldermask were implemented in december 2016. The transducer returned from the customer site was manufactured after the improvements. The transducer was replaced at the site by service. No trends have been identified to date; however, siemens will continue to monitor incoming complaints in order to identify a trend. Complaint reference #: (B)(4).